Event description:
The svc report shows the leak test was out of spec during performance of an incoming evaluation. The co's svc tech inspected the device and replaced the safety valve spring. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.